Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the hc return instrument test/evaluation (rite) electrical test and rite functional test failed the earth leakage step. Earth leakage failure was encountered, with an assignable cause of undetermined, and a relationship to the reported problem of: undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. There was no patient involvement.